Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the user encountered error 32100 while attempting to manipulate the universal surgical manipulator (usm)3. The user managed to recover from the error, but it continued to recur. The user received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse) and was instructed to perform an emergency power off (epo) on the system, but the issue persisted. During the second call, the customer informed the tse that they performed another epo on the system again, but the issue remained. The customer stated that an error occurred when the instrument clutch button was pressed. The tse checked the system log and found error 32100 pointing to the wrist brake of the set-up-joint (suj)3. The customer switched to a laparoscopic approach to continue with the procedure. Isi followed up with the initial reporter and obtained additional information: the reporter confirmed that an additional port (5 mm) was placed, and the patient tolerated the change. The system functionality was checked upon powering the system and no errors were found.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm to resolve the error 32100. The system was tested and verified as ready for use. Isi has received the usm instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced the set up joint (suj) to resolve the error 32100. The suj was returned and analyzed and found to have no failure, however error 32100 was confirmed in the logs pointing to z-axis. The proximal harness was completely removed from the unit in the field. The complaint was not confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.